Event description:
The customer reported no longer displays an image during an inspection for use involving an Olympus Gastrointestinal Videoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection, and the reported failure was not¿confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: Forceps channel port has foreign objectsBased on the results of the investigation, a probable root cause of the reported failure could not be identified.¿ Regarding the foreign objects, the cause could not be established.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.